Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, lid is missing, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with an operational failure during packaging process. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll ii bd 13l lid was missing. The following information was provided by the initial reporter translated from portuguese to english: "we identified that 1 lid was missing from the closed box.".